Manufacturer narrative:
Submission date of this report: 10/28/97. Evaluation:(10/15/97) sample 31 - stretch band is section the complainaint is describing -appears to have substance on band. Pulled on tubing and band and both snapped apart. Sample #2 - compared stretch band to another patrol set #52042 - appears that collar width (band) is wider on that set than ss#2. Removed stretch band from sample and measured per r10.15214 - collar width spec. Is 153"+/-.020". Actual width is .151" collar break force per spec. Is 3.516 min. Actual pull force to break collar is 5.3lbs. Comments:(10/17/97) sample #1 on visual inspection stretch band appears to have a substance on it. When functionally tested tubing & band snapped apart. Sample #2 - compared stretch band with another patrol set and collar on this sample is not as wide. Collar break force and pull force as wide. Collar break force and pull force within specification. Review for prior complaints completed on this lot.

Event description:
This homecare pt was being fed through a gastrostomy tube using a pump. 720-750ml of an enteral feeding solution were hung, and the pump was set to deliver 50 ml/hr. The pt managed to dislodge the pump administration set from the pump and then pulled hard enough to break the safety valve. The entire amount was delivered in 5 minutes. The pt's father inserted a bolus feeding tube into the pts gastrostomy and squeezed the stomach getting over half the contents out. The pt had diarrhea following the event. The pts mother examined the remaining administration sets and stated that 3 sets had safety valves that were narrower than the rest. They were discarded. One pt involved.